Event description:
Pt was in cardiac arrest, had been defibrillated by first responding unit. Als unit applied zoll defibrillator, defibbed at 120, 150 joules. Unit lost power at that time; screen went blank. Battery was changed 3 times with no results. The unit was plugged into a wall outlet and screen came back up. Attempts were made to charge, but the charge wouldn't hold, dropped back to zero. Pt was defibrillated with the first responding unit's defibrillator, and transported to the hospital. Pt was pronounced dead by the receiving emergency department staff.